Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was conducted. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a xenium+ dialyzer and a non-baxter bloodline set was loose, resulting in blood leaking onto the floor during hemodialysis on a non-baxter machine. The amount of blood lost was not known. The patient stated that they did not think they connected the devices tightly enough. The patient reported feeling fine after the event. No patient injury or medical intervention was indicated in association with this report. No additional information is available.